Event description:
User reported false positive result. Negative by pcr 12 hours prior. Asymptomatic. Fully vaccinated.

Manufacturer narrative:
Report required by FDA for eua investigation not complete at time of report. Follow-up report to follow completion of investigation.